Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on the right atrial (ra) lead. The involved lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.